Event description:
It was reported that a pump will alarm for a false "air-in-line!" Alarm 20 to 30 times during a single programmed infusion of "vancomycin" (programmed amount and delivery rate unknown). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was never identified, and as such, was not returned to baxter for evaluation. An evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.